Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the as received valve. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a tear/cut was noted in the silicone housing as well as needle holes in the needle chamber. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the needle holes and the cut / tear in the silicone housing. The valve was reflux tested, failed the valve leaked from the cut / tear in the silicone housing. The siphon guard was tested, failed leaked from the cut/tear in the silicone housing. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot cthcd0, conformed to the specifications when released to stock in 16th july 2015. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient with congenital hydrocephalus. The initial pressure setting was 170mmh20. It was found that csf did not flow though the device properly. The device was replaced with 82-3832 on (B)(6) 2016. The pressure setting of the removed valve was 170mmh20 then changed to 150mmh20. The patient's condition is good after the revision. There is no possibility of mixed with debris and no blood flow to cerebrospinal fluid. No further patient information data and other information were provided by hospital.